Event description:
Dexcom g6 sensor inaccuracy: 7:13am g6 reading 168, finger stick reading is 120. That is a mard of 40%, which is outside the allowed 20% range. Inserted (B)(6) 2025. Activated on (B)(6) 2024.